Event description:
It was reported an unspecified quantity of novum iq large volume pumps had concurrent flow and upstream occlusion alarms. Reportedly there are ¿a lot of infusions are 300ml/hour or higher,¿ using the ¿secondary spike cover as the primary line clamp for greater than 300 ml,¿ it takes ¿three blue hangers and dropping primary lower and lower until bag stops dripping.¿ upstream occlusion alarms when ¿only fluid remaining in drip chamber¿ and uso alarms with non-baxter closed system transfer device. The events occurred in the infusion center. The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.